Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with chronic low back pain, multi-level lumbar spinal stenosis, degenerative disc disease, and 35 year history of right-sided foot drop. After failure of conservative treatment measures, patient underwent four-level standalone lateral lumbar interbody fusion (llif) from l1-l5 with bmp. Patient returned for post-op follow up at 6 months and presented with persistent pain in the right lateral flank and iliosacral area radiating to the hip and anterior groin and thigh. Patient also had bilateral hip flexor weakness. Plain radiography depicted extensive heterotopic ossification which expanded laterally from the lumbar spine surrounding the psoas muscle anteriorly, most prominently at l4-l5.